Manufacturer narrative:
(B)(4): the set screw was returned for eval. The set screw leading edge of threads was severely damaged from the initial thread lead, suggesting possible cross-threading and resulting in damaged threads.

Event description:
It was reported that the pt underwent posterolateral fusion from l5 to s1. The pt later underwent revision surgery to extend to construct to l4. There was no report of hardware failure. Reportedly fusion had occurred. The hardware was removed and replaced with a different device system. While attempting to provisionally tighten the set screw into the multi-axial screw (mas) at l4, the set screw stripped (refer to MFR report 1030489-2010-00253). Tightening of a second set screw was attempted with the same results. A new screw was used, with a new set screw, without further incident. There was no report of instrument malfunction. The surgery time was extended for approx 25 mins.